Manufacturer narrative:
(B)(6) 2018 - boston scientific reported this rv lead was explanted and replaced due to noise and high pacing thresholds.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had low out of range impedances reported via home monitoring. There was also oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
6/1/18 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, tissue residuals were observed in the distal area of the lead indicating an increased ingrowth in the implanted state. Multiple signs of abrasion were noted along the lead body. In particular around 49 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered to be the root cause for the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore the insulation body of the is-1 connector was found damaged due to cuts. The inner and outer conductor coil were severely stretched and deformed. These findings most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.